Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a fracture of a dental screw.

Manufacturer narrative:
Additional information received: healing abutment could not be removed which led to the explanation of the implant. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. 1924//4627//2547/-//4112,10//3253//22. This is to correct and remove the codes that were initially reported - removing codes. For: medical device problem code - 1260. Investigation findings code - 3252. The correct codes for this complaint are: medical device problem code - 2547. Investigation findings code - 3253. This is a follow up report to correct these/this code(s). Correcting section b5 describe event or problem from: it was reported that a patient experienced a fracture of a dental screw. To: dentsply sirona became aware of a malfunction that occurred while using the astra tech implant system ev. This report is for the dental abutment device. The dental implant device report was submitted under MFR report #. Trend is tracked and monitored.

Event description:
Dentsply sirona became aware of a malfunction that occurred while using the astra tech implant system ev. This report is for the dental abutment device. The dental implant device report was submitted under MFR report #. Trend is tracked and monitored.